Event description:
Reporter calling after experiencing hyperglycemia as a result of her insulin pump failing to deliver insulin. She states this problem has been an ongoing issue and she has contacted tandem to discuss her concerns; however, she feels little has been done to resolve the matter. She is frustrated and does not feel her insulin pump or the infusion sets are reliable products. On (B)(6) 2022 she contacted tandem after her pump gave an alert/alarm for occlusion. The reporter removed her infusion set from her body while speaking with the technical support representative; the representative instructed her to have the pump give a "5 unit bolus" and as the reporter followed the directions, no insulin could be observed coming out of the infusion set despite the fact that the pump stated insulin was being delivered. After the pump had indicated that 4 units had been delivered, it again alarmed for an occlusion. Reporter states her pump has not been delivering insulin in this fashion "multiple times" over an extended period of time which results in her having to control her blood sugar in a different manner.